Event description:
It was reported that during a retos sigmoidectomy procedure, the instrument did not fire. No further information was provided. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.